Event description:
It was reported that this implantable pacemaker recorded loss of capture (loc) post therapy delivered by a subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) discussed the morphology is slightly different due to chemical changes in the heart cells after the high voltage shock delivery of the s-ICD device, which is most likely a temporary issue. The device remains in service. No adverse patient effects were reported.